Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced feeling "clamy and dizzy". It was further reported that one of their leads has an issue. The pacing lead remains in use. No further patient complications have been reported as a result of this event.